Event description:
It was reported that the patient was hospitalized due to chest pain. It was noted that when the device was turned on, the patient immediately felt the left sided chest pain radiating to the left arm, hence the device was turned back off and the pain went away. Additional information was received was received that the patient underwent an explant procedure due to the device was not working as intended. Additional information was received that the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(6), batch: 19137313/19801469.

Event description:
It was reported that the patient was hospitalized due to chest pain. It was noted that when the device was turned on, the patient immediately felt the left sided chest pain radiating to the left arm, hence the device was turned back off and the pain went away.

Event description:
It was reported that the patient was hospitalized due to chest pain. It was noted that when the device was turned on, the patient immediately felt the left sided chest pain radiating to the left arm, hence the device was turned back off and the pain went away. Additional information was received was received that the patient underwent an explant procedure due to the device was not working as intended.